Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ syringe breaks the seal very easily at the end of connection with the needle. Many of the packages are open, non-sterile material.

Event description:
It was reported that before use of the bd plastipak¿ syringe breaks the seal very easily at the end of connection with the needle. Many of the packages are open, non-sterile material.

Manufacturer narrative:
Investigation summary: device history record, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect was observed. Investigation conclusion: the sample sent by the customer was verified and it was possible observe packaging seal opened ¿ seal failure. Root cause description: the potential cause for the occurrence is failure at seal station at packaging machine. Rationale: the operators will be notified of this complaint. The incident identified from this complaint will be monitored for trend evaluation.